Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (300-400s mg/dl) and the pump was used to address the bg level. The cause of the high bg was not known; however, it was thought that the infusion set was a possible cause. As the events had occurred in the past, tandem technical support was unable to troubleshoot to confirm if the infusion set was the cause.